Event description:
The patient experienced a return of symptoms. On (B)(6) 2015, the patient went spastic and could not urinate on his own because, he was so spastic and his bladder would not relax enough to void. It was recommended that the patient consult with a pump physician to have the medication adjusted; however, the patient did not currently have a managing physician. The patient stated that in the past a company representative had been able to help at his primary care physician¿s office. The patient¿s prior physician was decreasing the medication in the pump to get the patient completely off of the pump. The patient believed his current dose was ¿190 something¿. The patient was being seen by physician on (B)(6) 2015. The pump dose was increased 5% from 215mcg/day to 226mcg/day. The patient was having difficulty voiding. The patient reported to the manufacturer representative on (B)(6) 2015 that he was able to void without difficulty. The patient had discharged himself from his managing physician ¿a while back¿ and did not currently have a managing physician. His previous managing physician was willing to see him on (B)(6) 2015 to make the adjustments. The patient was unsure what he wanted to do as far as a managing physician at this time. The pump was used to deliver baclofen. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).